Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On the same day as the onset, the patient was hospitalized for the event. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with vancomycin (intraperitoneally, dose and frequency unknown). After five days of hospitalization, the patient was discharged. At the time of this report, the patient was no longer on medication and has recovered from the event. Pd therapy is ongoing. No additional information is available.